Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed at the 16cm an 17cm marks on the catheter body. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "catheter rupture resulting in migration." No other information was provided. Additional information received 03 january 2024: there were no serious consequences for the patient although he risked an overdose of chemotherapy drugs and to retrieve the PICC that had migrated into the deep atrium he had to undergo an interventional radiology procedure with a femoral approach. There was no fluid exposure. No further action was taken at this time.

Event description:
It was reported, "catheter rupture resulting in migration." No other information was provided. Additional information received 03 january 2024: there were no serious consequences for the patient although he risked an overdose of chemotherapy drugs and to retrieve the PICC that had migrated into the deep atrium he had to undergo an interventional radiology procedure with a femoral approach. There was no fluid exposure. No further action was taken at this time.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not received